Event description:
Customer stated that they had a bravo ph procedure which failed to attach. The pt was not injured following the procedure. The doctor removed the delivery system and went in with the scope to confirm the placement and the capsule was lodged in the pt's throat. The pt was not injured following the procedure.